Manufacturer narrative:
Entry description on the b tab was updated to reflect the cracked barrel. H tab was updated: (B)(6) code was added to reflect and additional defect for MFR report #1024879-2024-00289.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that there was bubbles in the tubing and a broken barrel. No patient impact reported.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that there was bubbles in the tubing. No patient impact reported.

Manufacturer narrative:
D2a: common device name: blood specimen collection device; intravascular administration set d2b.: medical device type: fpa, jka h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: material #: 367342. Lot/batch #: 3160323. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure modes for cracked barrel and air bubbles were observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and functional draw testing and the issue of air bubbles was observed in 6 of the samples. None of the retention samples had cracked barrels. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes cracked barrel and air bubbles. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that there was bubbles in the tubing and a broken barrel. No patient impact reported.